Manufacturer narrative:
Investigation: lot number(s): hcg9030025, exp date(s): 02/2011. Control lot: 20miu/ml hcg urine, lot: hcg090304-02; 100miu/ml hcg urine, lot: hcg090521-01; 255.3iu/ml hcg urine, lot: hcg090526-03. Summary of results: the retention devices meet qc spec. Correct positive results were observed at 3 minute read time when tested with 20miu/ml hcg urine control. The 100miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Conclusion: the retention devices meet qc spec. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description, and lot number was verified. No corrective action required as product deficiency was not established.

Event description:
Caller reported a false negative urine hcg result. A quantitative serum hcg was run at a hospital laboratory with a positive result (actual value not provided). Caller reported that the pt's last menstrual period was unk, (B)(6). The caller also mentioned that the test was not timed at all even though there is a read time of three minutes for urine hcg test.